Event description:
On (B)(6) 2015 it was reported that the physician's handheld is no longer holding a charge. The handheld was received for product analysis on (B)(6) 2015. Product analysis is still underway and has not yet been completed.

Event description:
Product analysis was completed on the handheld and flashcard on (B)(6) 2015. An analysis of the handheld identified that the returned battery was defective, and unable to power the handheld for more than 10 minutes. No further anomalies were identified using a known good battery. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.